Event description:
It was reported that, for about the past 3 weeks, the patient (pt) had been feeling an electric current, where they could sense/feel a pulsation in both of their legs in different places. Pt's right leg felt like a current was running from knee up to around their hip area/top of thigh and the left leg more up to their pelvic area. Pt stated the feeling was intermittent, not felt all the time, only if they moved a certain way. Pt mentioned if they slept in a certain position the sensation wouldn't bother them. Pt stated it was hard to describe the sensation but the electric current they could touch it and not feel it, but they could trace exactly where the sensation was going as a movement, and added there was no sound but the sensation was like a buzzing sound felt internally. Pt stated the sensation didn't hurt but was annoying and they felt it was getting more intense/worse. Pt stated just the other day they turned therapy off to see if the sensation would be resolved, and they think it did, but it was hard for them to tell by themselves as they were worried about their symptoms returning so they only kept therapy off for about 2 minutes. When pt turned therapy back on and were at their current setting, they felt dizzy and thought it may have been due to turning therapy off/back on. Pt stated two things that may have been a factor in the recent sensations was they had their dbs adjusted, frequency changed, maybe 8 months to less than a year ago and also they had problems with their right leg since 2020 before having the dbs implanted. Pt stated they had bilateral injections of cortisone in their 2 si joints about 6 weeks ago to address the unrelated problem with their right leg, and they believed when the cortisone wore off was around the same time they began feeling the sensation. The caller mentioned they had an appointment next monday with the provider that had been treating their preexisting condition, and that they had reached out to their managing dbs hcp. Pt was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.